Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6 (type of investigation) h10. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (mar 2019 through feb 2021) was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue replaced the batteries (d146-00-0039 battery, sealed lead acid,12v) and the issue was resolved. Nothing unusual identified in the logs. The stm then completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full name of the initial reporter named was shortened due to field character limit; the full name is (B)(6). The full name of the initial reporter named is (B)(6). He is a getinge employee with different contact details from that of the event site which are as follows: (B)(6).

Event description:
It was reported that during preventive maintenance performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed battery run time test, there was no patient involvement, and no adverse event reported.